Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. Upon receipt, the lead under complaint was found cut 52.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. A ligature mark was found approximately 40.5 cm proximal to the lead tip, which most likely occurred from a tight suture sleeve. Furthermore, the inner conductor coil was found fractured approximately 39.5 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observation. The fracture in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region in combination with the mentioned tight suture. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Possible lead fracture. Lead impedance alert was confirmed via remote monitoring. Noise was observed on egm and detected vf(no shock). Follow up is planned to be done.